Event description:
Diabetic experienced a "hypoglycemic episode" after self adjusting insulin dosage from 20 units based on the device result. A hosp monitor (brand unk) measured the diabetic's blood sugar at 39 mg/dl following the event. Treatment receive at hosp is not known. Hosp provided diabetic with training on the use of the device. After determining strips were damaged, possibly through incorrect storage.